Event description:
It was reported to boston scientific that the forcep would not close properly. It appeared that there was no strength in the cups once the handle was closed. Case was completed with another of same device. Pt is stable.